Manufacturer narrative:
H3. Evaluation summary: the control module was returned to the analysis site due to performance issues. The analysis site found that the control module's solenoid shaft seal was not seated properly causing the solenoid to stick. The solenoid sticking is directly related to the customer's complaint of the vacuum pressure is too strong and does not cut off soon enough to avoid the specimen being drawn into the cannister. The site reseated the solenoid shaft seal to correct the complaint. The control module was cleaned, disassembled, serviced, and reassembled per design specifications. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
The customer has reported that the vacuum pressure is too strong and does not cut off soon enough to avoid the specimen being drawn into the cannister. The customer has been reporting that the vacuum is constant yet the problem of tubing set was reviewed. There have been no patient consequences reported.